Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that during a percutaneous coronary intervention procedure, in-stent restenosis occurred. In (B)(6) 2011 the patient was referred for cardiac catheterization. The 70% stenosed and 26mm long de novo target lesion was located in the proximal left anterior descending artery (lad) with a reference diameter of 2.75mm. The target lesion was treated with direct stent placement using the 28x 2.75mm taxus liberte stent, resulting in 0% residual stenosis. The patient presented with recurrent chest pain post the percutaneous coronary intervention procedure and was diagnosed with worsening coronary artery disease. The following day the patient was discharged on aspirin and prasugrel. In (B)(6) 2011 the patient presented with recurrent chest pain. Coronary angiography revealed 70% in-stent restenosis of using the 28x 2.75mm taxus liberte stent. The patient was referred for percutaneous coronary intervention procedure and the patient was hospitalized the following day. Coronary artery bypass grafting (CABG) was performed with the left internal mammary artery (lima) to the lad and the saphenous vein graft (svg) to the 1st obtuse marginal. Seven days later the event was considered as resolved without residual effects and the patient was discharged.